Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image flickered involving an olympus bronchovideoscope. There was no patient injury involvement.